Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-mar-2026, a sales representative reported via (B)(4) that the top hat of the ar-9233 pegged glenoid broach popped off when hit with a mallet during a case. No patient was affected.